Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that 1y 2m from po implant started loosening. Components in use listed as concomitant devices are: no165z / as univation xf tibia cemented t4 lm, nl473 / univation f meniscal comp.t4 rm/lm 7mm.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. No abnormalities or damages were found on the coated surface of the implant. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers, and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available, as well as a result of our investigation we assume the root cause of this failure is not product related. Rational: it could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: -the processing time of the used cement was exceeded. -incorrect temperature; -unfavorable storage; -the age of the cement; -incorrect handling of the cement. No CAPA is necessary.